Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 49 mg/dl on (B)(6) 2021. The customer states that they were experiencing low blood glucose symptoms like sweating and mental confusion. Customer stated that they treated low blood glucose with food and glucose tablets. Customer was not using the auto mode feature at the time of the incident. Trouble shooting for over delivery was performed. The customer declined to troubleshoot for the low blood glucose incident. The pump will not be returned for analysis.